Event description:
The customer reported via phone call that they received a test failure alarm on their insulin pump. Customer's blood glucose was 144 mg/dl. The customer reported the alarm occurred twice. Troubleshooting found the correct bolus amount was recorded in the bolus history. Customer was advised the insulin pump will be replaced. The customer will not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The maximum delivery alarm functioned properly. The pump passed the self test. The pump was monitored for several days, and no unexpected maximum delivery or other alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.